Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (right ventricular dysfunction, renal failure, multi organ failure, patient outcome) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient had right ventricular (rv) dysfunction post-implant that resulted in veno-venous extracorporeal membrane oxygenation (vv ECMO). The patient experienced renal failure with continuous renal replacement therapies (crrt) and multi organ failure (msof). No alarms were reported for this event. The patient expired on (B)(6) 2014. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The hmii lvas IFU lists right heart failure and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient with right ventricular dysfunction post-vad implant resulted in veno-venous extracorporeal membrane oxygenation, renal failure with continuous dialysis and multi organ failure. Patient expired on (B)(6) 2014.